Event description:
The customer used the device to check their blood glucose. They were not acting right and the device result was 366 mg/dl. They were then taken to the ER and their glucose was less than 40 mg/dl. They were admitted and stabilized with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation. The customer was using international glucose strips.